Event description:
It was reported by the customer that when attempting to use the device on a patient the unit did not complete the boot-up cycle properly. The device had a white screen with the green power light on and it was locked-up at that point. The batteries were then removed to power off the device and reinserted back. The device then powered on and functioned properly. There were no adverse affects reported, as the device was just being used to monitor the patient.

Manufacturer narrative:
(B)(4): physio-control initially evaluated the device; however the reported failure was not verified. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.